Event description:
The patient was in for a follow-up and during interrogation an error message was displayed regarding eri and reference to an unusual capacity discharge. The patient was due for an upgrade to a crt-d, so the decision was made to do that right away. The entire system was removed that day and replaced. There were no adverse patient side effects reported. Should additional information become available, this event will be updated.

Manufacturer narrative:
During the subsequent analysis of the pacemaker, it first underwent a status interrogation. The device status eri was confirmed. The memory content of the pacemaker was analyzed. The analysis showed that the device status eri was activated because of damaged memory within the life holter. In general, the device is able to detect damaged memory and to auto-correct individual memory sections if necessary. In the case that the life holter is affected, the pacemaker per design switches to the device status eri to prevent a potentially incorrect calculation of the operating time of the pacemaker. With the help of a technical programmer, the device status eri was reset. A subsequent status interrogation showed an expected device status of 80%.the pacemakers ability to provide therapy was tested. The antibradycardic output signal matched the programmed values, and the signal sensing of the device was normal. The pacemaker showed specification conforming behavior in regard to its device functions. In summary, the clinical observation resulted from damaged memory content. The damaged memory was automatically detected by the implant and led to the activation of the device status eri in accordance with specifications. The implants capability to provide therapy was not impaired by this safety mechanism. After correction of the damaged memory content, the pacemaker functioned properly. In conclusion, it cannot be ruled out that external influences, such as strong electromagnetic fields, have contributed to the clinical observation. There was no material defect or manufacturing error.